Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies and sound perception problems. In sept 2005, the pt was seen for device eval. Testing performed confirmed that the device was not functioning. The pt's device was explanted.while wearing the external equipment, the pt reportedly experienced intermittencies and sound perception problems. On september 13, 2005, the pt was seen for device evaluation. Testing performed confirmed that the device was not functioning. The pt's device was explanted.